Event description:
A trocar was in place in the patient. When a laparoscopic instrument was inserted through the trocar, a piece of the trocar broke off into the patient. The piece was identified and removed from the patient. No patient harm was reported. The trocar was removed and replaced.